Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebp0243 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
On (B)(6) the clinician was placing a tl pp solo in ICU. A central line was not an option for this patient and a PICC was essential for access. She primed all 3 lumens and placed the line. Immediately after insertion, she checked the lumens for blood return. On one of the lumens there was an audible ¿pop¿ and a gush of air into syringe. (Not the stylet lumen) she checked the hub and found that it had cracked all the way through. When she removed the syringe, the hub snapped off. She removed the PICC and replaced it ¿ with same batch number.